Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was 54 mg/dl. Soda was consumed to address bg. Customer had a seizure and fell. Customer was assisted by contact. Customer went to the emergency room and was treated with fluids. After 11 hours, customer left the ER with a bg of 205 mg/dl. Cause of low bg was not known. Customer reverted to using manual injections for insulin therapy.